Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the navigation system was becoming unresponsive while navigating. The site rebooted the system and they were able to resume the case. It was noted that the site actively deleted patient data off the system. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. The issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the navigation system was becoming unresponsive while navigating. The site rebooted the system and they were able to resume the case. It was noted that the site actively deleted patient data off the system. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: the computer was returned to medtronic for further evaluation. The computer booted normally to the application screen. The ear, nose, throat (ent) program started and ran normally. No unresponsiveness was observed. No errors were noted with testing. No failure was found with the returned computer. If information is provided in the future, a supplemental report will be issued.